Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) via a manufacturer representative (rep) reported that the patient¿s ins had lost the programmed therapy settings and everything was set to zeros. The device had been interrogated following a trip in which the patient had travelled overseas. The hcp tried to turn stimulation back on, but the patient couldn¿t handle the settings. Stimulation was turned down, but the patient was still sensitive to stimulation. It was noted the patient did not have a return of symptoms and did not take levadopa. Troubleshooting included an impedance check, but all values were normal. The patient had an appointment on the day of this report for further troubleshooting. No further complications were reported. The patient was implanted for parkinson's dual.